Manufacturer narrative:
Clinical evaluation performed by medical affairs director: few months after primary cemented tka a suspicion of infection leads the surgeon to remove all components. With the information available, we can but attribute the cause of revision to infection, not caused by the implant. On (B)(6) 2019, a new report tells us that the infection has not been confirmed, hence the root cause for revision should be ascribed to aseptic loosening. Also because of the quality of the pictures, we cannot draw any further conclusion as to the possible causes that originated the loosening. No specific clue leading towards a product defect has been recorded. Batch review performed on 18 february 2019. Lot 156593: (B)(4) items manufactured and released on 20 december 2017. Expiration date: 2022-12-05. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Gmk revision performed, 8 months after primary surgery, due to loosening. The surgery was completed successfully.